Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged with the wall adapter. When the pump was plugged into a power source, the pump would not recognize the power source. A replacement wall adapter was sent to the customer. The customer's blood glucose level was 294 mg/dl before their dinner and it was addressed with the pump.